Manufacturer narrative:
The complaint device has been returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
Follow-up information was provided by the biomedical technician who revealed that the clear plug was original to the hemodialysis (hd) machine. The plug was melted on the neutral side. No power source issues were identified, however, an unbalanced power draw was observed, where a 12 - 13.5 amp draw occurs on the neutral line during heat disinfect, and 11 amps is drawn on the hot line. A circuit analyzer was used to test for power spikes, but no issues were identified, other than the previously mentioned unbalanced power draw. Further information was received which revealed that the hd machine is not connected to a wall outlet, but rather a 2200 (2.2kvs) uninterruptible power supply (ups). The biomed confirmed that there has been no recurrence of the reported issue since the unit was repaired.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the power plug of a 2008t hemodialysis (hd) machine was burned and melted on the ground wire of the plug. The plug was the original component of the machine. This was noticed during maintenance on the unit. A patient was not connected to the machine at the time of the incident. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the main power cable and plug assembly to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. At this time, further information is being gathered to determine if the burned plug is available to be returned to the manufacturer for physical evaluation. The user facility is performing their own internal investigation regarding the potential for any power source issues.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res replaced the main power cable and plug assembly to resolve the issue. Following the service activity, the system was restored to full functionality. However, the user facility noted that a separate internal investigation would be conducted to identify the potential for any power source issues. The biomedical technician provided follow-up information which revealed that no power source issues were identified, however, an unbalanced power draw was observed, where a 12 ¿ 13.5 amp draw occurs on the neutral line during heat disinfect, and 11 amps is drawn on the hot line. A circuit analyzer was used to test for power spikes, but no issues were identified, other than the previously mentioned unbalanced power draw. The biomed confirmed that there has been no recurrence of the reported issue since the unit was repaired. The power plug was returned to the manufacturer for examination. The power plug was received by the manufacturer for analysis. A visual examination of the power plug found that the part was received in good cosmetic condition. Further examination revealed heat damage on only one of the prongs of the plug. The plug also revealed arcing on the prong indicative of arcing within the outlet. The solder joints within the plug did not reveal any discoloration or any other observable issues. Functional testing was performed by installing the received component into a working unit. The machine was run for an extended period of time with no evidence of further heat damage or the occurrence of abnormal smells. No burning scents were encountered during the investigation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the power plug found that the complaint part was received with a burnt prong which was attributed to excessive heat. Therefore, the complaint has been deemed confirmed.